Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown. Device manufacture date - unknown. It has been indicated that product will be returned. Upon receipt of product and completed evaluation, a follow-up report will be sent to the FDA. This is 2 of 3 mdrs relating to the same reported event. Please also see MDR 3002806535-2013-00215 & 217.

Manufacturer narrative:
Additional information was received on (B)(4) 2013 including the item and lot numbers of the product. All information regarding the item including item name, manufacture date and expiration date, and 510k # have been provided in the is follow-up report.

Manufacturer narrative:
The explanted components were returned and evaluated. The components were revised following the detection of ¿slightly elevated metal ion levels¿. The complaint description strongly suggests that the acetabular shell was implanted with suboptimal orientation, which is likely to be the root cause for the wear damage on the returned components. The literature describes a relationship between such factors and elevated metal ion levels; however, the assessment of radiographs and the return of the femoral stem would be required to confirm the described mechanisms and subsequent cause for revision.

Event description:
It was reported that patient underwent primary hip surgery on an unknown date. Revision procedure was performed on (B)(6) 2013 due to malposition of shell, vertical and low ante-version, and elevated blood metal ion levels. No further information has been received.